Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq3, (B)(4) is approximately 2 years old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The owner's manual states on page 81 regarding maintenance, "check that the cables are routed and secured properly to ensure that cables do not become entangled or damaged during normal operations of seating system".

Event description:
The joystick cable was rubbing against a lever causing a hole in the cable, the joystick and controller allegedly shorted out and caused a small spark. Consumer states when going up a steep incline the 2 front wheels allegedly come off the floor. No injury alleged.